Event description:
It was reported that a patient experienced hypotension during a transfusion of single donor apheresis through the device.

Manufacturer narrative:
Device evaluation/analysis: the initial reporter has not responded to the firm's verbal and written requests for identification of the device and additional info required to proceed with an analysis. As such, it is not possible to confirm the identity of the device in use during the event, nor to perform an analysis of the event. The role of the device in the event, if any, remains indeterminate. Unless substantially significant info becomes available, this constitutes a final report.